Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the scale power control board assembly to resolve the issue.